Manufacturer narrative:
The review of the DHR (lot g580i161027a) indicated that the device lot met all established performance criteria prior to shipment. The reported issue was addressed with manual compression per the IFU. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Hematoma is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce a hematoma.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve retracted to expose collagen. The collagen was deployed successfully and the device was removed. While holding pressure the patient complained of pain in his leg and started to move. A hematoma was observed and extra pressure was held for 30 minutes. Additional pressure and a femstop was applied. Patient received 2 units of blood overnight.